Event description:
Information was received from consumers regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was back pain with leg pain and non-malignant pain. The patient¿s representative and the patient reported that around on (B)(6) 2025, the patient had an incident where they ended up in the hospital. They were told that the patient had serotonin syndrome where the patient went into violent ¿shakes and stuff¿. Per the callers, they felt that the patient wasn't treated in time, but finally after 2 hours of the patient flailing like crazy, they gave the patient sedation and intubated them, but the pain pump got turned around in patient's belly. When they went back to see the patient¿s pump managing physician, he tried to get the pump pushed around and he was able to get it pushed around about halfway so he could get the medication in it. The patient was supposed to go in on (B)(6) to have another surgery to have the pump turned around and get it fixed to where it was good again, but in the meantime, the patient had a heart attack, and they rushed the patient to the hospital, so they had to cancel the surgery. Right now, the patient was too weak to do the procedure, and they had a vest on that was like a defibrillator that if something went wrong, it was going to shock them. The patient¿s representative stated that the patient was basically in heart failure so hopefully patient's heart got better. The patient had a follow up appointment scheduled for on (B)(6) at 9am with their pump managing physician to discuss next steps about the pump. The patient¿s representative stated that the pump would have to be refilled, or the patient would run out of medication and if the patient was stressed it could kill them.

Manufacturer narrative:
E1: phone number for (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.